Event description:
It was reported there were impedances greater than 2000 ohms for therapy with current less than 7. There were greater than 2,000 ohms on some of the unipolar pairs. All pairs with 0 and 2 were greater than 2,000 ohms. Patient programmed to 2 and 3 and benefit had been waning for the past six months. It was also noted the patient had had an increase of tics over the past six months.

Manufacturer narrative:
Product ID 7426, serial# (B)(4), implanted: 2011 (B)(6); product type implantable neurostimulator product ID 3387-40, lot# j0527488v, implanted: 2005 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 748251, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 3387-40 lot# j0527488v, implanted: 2005 (B)(6); product type lead. (B)(4).